Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient applied lidoderm patches in the pain area, however, the issue persisted.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient applied lidoderm patches in the pain area, however, the issue persisted.